Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing automated peritoneal dialysis (apd) therapy. The cause of the event was not reported. The patient was not hospitalized for the event. Treatment details were not reported. Apd therapy was switched to continuous ambulatory peritoneal dialysis, which remained ongoing. At the time of this report, the patient is recovering. No additional information is available.